Event description:
Helical blade; not lag screw; was poking through the femoral head.

Event description:
It is reported that the patient was implanted with trochanteric fixation nail (tfn) on an unknown date and unknown hospital. No other information about original implant was provided. The patient visited the hospital complaining about the pain. The x-ray was taken and it shows that the lag screw was poking through the femoral head. It is not known if the bone was too soft or the size of the lag screw was inappropriate. The surgeon decided to remove the tfn implant and helical blade and revise the patient with total hip replacement. The patient was revised with non-synthes product. The surgery was completed successfully and no delay in the surgical time has been reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Helical blade; not lag screw; was poking through the femoral head. The date of event reported as (B)(6) 2014, reported in the initial medwatch is the date when facility became aware of it. Exact date of the patient pain remains unknown. The correct device manufacturing date is 06/06/2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.